Event description:
Caller reports lancet did not retract into multiclix device after firing, remained in his finger, protruded past device end cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).

Event description:
It was reported that about 18 hours post-op of a coronary artery bypass graft, mitral valve replacement procedure, the patient was brought back to surgery due to excessive bleeding. When examined, the bleeding was noticed to be coming from the center of the staple line. The bleeding was controlled using sutures and a clip. It is unknown if blood products were needed. The device was discarded.